Event description:
The clinician reports the implant was inserted (B)(6) 2004 in ada 21. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.